Event description:
It was reported that the customer experienced unexplained high blood glucose levels for a few months and that the insulin pump alarmed no delivery excessively. The caller stated that the customer's blood glucose was 25.2 mmol/l at the time of the incident, and the most recent blood glucose was 32.6 mmol/l. The customer complained of kidney pain, fatigue and nausea. The customer awoke with high blood glucose and presence of 2.7 units of ketones. The customer performed a set change and received the no delivery alarm, changed the infusion set again, and did not receive any other alarm afterward. Upon troubleshooting, the customer declined to perform the high pressure test. The customer was advised the perform a complete set change but declined because a infusion set change was done recently. Customer treated using the insulin pump, reporting that the alarm was resolved by a complete set change. The customer declined to return the supplies for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.